Event description:
The patient was admitted to an outside hospital ed on over one week ago with multiple ICD shocks. The patient ws found to have a potassium of 3.4, troponin 0.6, low magnesium, an echo revealing left ventricular ejection fraction (lvef) of 30-35%, and posterior hypokinesis. The patient's potassium and magnesium were repleted. The patient was transferred to the hospital the next day for a left heart cath and ptca/stent. Upon arrival to the hospital, the patient's ICD interrogation revealed: 15 shocks for right ventricular (rv) lead inappropriate sensing; rv lead impedance of >2000 ohms consistent with a lead fracture. Shock therapy was deactivated until the lead revision. The cardiac cath was cancelled and rv lead revision advised. The patient was discharged home with a life vest to maximize electrolytes. The patient was readmitted to the hospital today ICD generator change and lead revision.====================== manufacturer response for lead, sprint fidelis (per site reporter)======================device under alert.